Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via a merlin.net transmission for non-sustained ventricular tachycardia. Noise was observed on the electromyogram for right ventricular lead. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition and no consequences were reported.